Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the right lower extremity artery. A third innova stent was deployed and placed in the designated position. The 6 x 60 x 130 innova self-expanding stent was advanced and entered into the right lower limb. The front end tried to enter the deployed stent, but it got stuck in the upper end stent mouth. After several attempts, the stent was withdrawn. However, upon removal, it was found that the stent protective sheath was not removed, but a section of the stent was automatically deployed. The stent could not be recovered, it did not reach the designated treatment position. The procedure was completed with another of the same stent. No complications were reported, and the patient was stable. It was further reported that the vascular access was obtained via contralateral approach. The vessel was pre-dilated, and the stent entered the vessel through the delivery sheath. When the stent did not reach the designated therapeutic location, it was deployed on the way back. The device was removed manually by the delivery sheath and found that 1 centimeters of the stent was deployed.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the right lower extremity artery. A third innova stent was deployed and placed in the designated position. The 6 x 60 x 130 innova self-expanding stent was advanced and entered into the right lower limb. The front end tried to enter the deployed stent, but it got stuck in the upper end stent mouth. After several attempts, the stent was withdrawn. However, upon removal, it was found that the stent protective sheath was not removed, but a section of the stent was automatically deployed. The stent could not be recovered, it did not reach the designated treatment position. The procedure was completed with another of the same stent. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the innova stent was returned for analysis. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 13mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that stent partial deployment occurred. The target lesion was located in the right lower extremity artery. A third innova stent was deployed and placed in the designated position. The 6 x 60 x 130 innova self-expanding stent was advanced and entered into the right lower limb. The front end tried to enter the deployed stent, but it got stuck in the upper end stent mouth. After several attempts, the stent was withdrawn. However, upon removal, it was found that the stent protective sheath was not removed, but a section of the stent was automatically deployed. The stent could not be recovered, it did not reach the designated treatment position. The procedure was completed with another of the same stent. No complications were reported, and the patient was stable. It was further reported that the vascular access was obtained via contralateral approach. The vessel was pre-dilated, and the stent entered the vessel through the delivery sheath. When the stent did not reach the designated therapeutic location, it was deployed on the way back. The stent was deployed approximately 1cm when the event occurred. The device was removed manually by the delivery sheath.